Event description:
It was reported that bd¿ cannula interlink threaded lock had a leakage that occurred from the connection .

Manufacturer narrative:
Correction: in section of the previously submitted MDR, sections were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ cannula interlink threaded lock had a leakage that occurred from the connection .

Manufacturer narrative:
Investigation summary: multiple photos and an infusion set with 2 threaded lock pieces, a 60ml syringe and tubing were received inside a plastic bag in a hard plastic container. Due to safety concerns, only visual evaluation through the container could be performed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: the syringe was still filled with approximately 17ml of clear unidentified liquid, which was also observed throughout the tubing system. The threaded lock pieces were connected in this system on both ends. No signs of leakage were observed around the samples. No defects could be seen. The photos apparently showed the same system with some photos depicting the threaded lock units disconnected and up close. No molding defects were observed in the photos received. Root cause description: no defects could be confirmed based on the samples and photos received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ cannula interlink threaded lock had a leakage that occurred from the connection.